Manufacturer narrative:
(B)(4). Manufacturer awaiting further information to evaluate product complaint.

Event description:
Customer reports act results "from bad lot" with original qc values 178 normal 415 abnormal. Repeat results 170 normal 437 abnormal. Patient act results went from 117 to 165, 185, 195, then 170 while heparin was still being added. No patient problems reported. Staff changed to new cuvette lot and "got expected results" and reached the desired level of 375.